Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024, the patient received a low alert from the mobile app at 7:00pm before going to sleep. There was no information about symptoms or what the cgm value was or if treatment was needed. The patient reported going to sleep with the continuous glucose monitor (cgm) fully operational and all alarms turned on. The cgm was set to alert the patient to when their cgm value was 75 mg/dl. At 2:30am, the spouse reportedly woke and decided to check the display device. The cgm was reportedly 63 mg/dl. The display device reportedly failed to alert. The bg was not checked. It was not reported if the patient experienced symptoms but the spouse reportedly had to help the patient to avoid a "life threatening emergency". Treatment of the hypoglycemia was not specified. The hypoglycemia reportedly persisted for 30 minutes and the display device reportedly never alerted. Data was provided for investigation. The allegation was confirmed via data as a no audio output. The probable cause is alert disabled, vibrate only, match phone, always sound disabled, or override mode/quiet mode. No additional patient or event information is available.